Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001458 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for left atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dislodgement occurred. It was reported that there was difficulty advancing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician "forced" the dilator through the sheath, and then there was blood leaking back. The sheath was replaced, and the issue was resolved. The procedure continued. There was no report of patient consequence. No section of sheath was broken into pieces. The dilator was tough to stick through, he forcefully pushed it in. The valve in the back didn¿t close, allowing blood to pool on the table when he was flushing it. No medical intervention needed, simply a new sheath. It was immediately taken out and switched for a new sheath. Hemostatic valve dislodgement is MDR-reportable.